Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no errors, no unresponsiveness or other problem found. The reported event could not be duplicated by medtronic personnel. The logs were also reviewed but provided no additional insight regarding the cause of the reported complaint.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer stopped responding at various points in the software or not boot-up at all. Replaced computer. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system became unresponsive using select patient page of synergy cranial 2.2.7 software. A re-boot of the navigation system resolved the issue. Normal function was restored. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.